Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodgement 3 days post implant. There were no patient symptoms. The dislodgement was caught on x-ray during a normal follow-up appointment. The lead was successfully repositioned.